Manufacturer narrative:
This lead will not be returned; therefore, technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how it may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited an intermittent, replicable jump in pace impedance during follow-up. No out-of-range measurements were reported. It was noted this had occurred often over at least one year. Subsequently, the hospital elected to replace the entire implantable cardioverter defibrillator (ICD) system. Besides intervention, there were no other adverse patient effects reported. Neither the rv lead nor the device will be returned for analysis.

Event description:
It was reported that this right ventricular (rv) lead exhibited an intermittent, replicable jump in pace impedance during follow-up. No out-of-range measurements were reported. It was noted this had occurred often over at least one year. Subsequently, the hospital elected to replace the entire implantable cardioverter defibrillator (ICD) system. Besides intervention, there were no other adverse patient effects reported. Both the rv lead and the device were discarded and therefore will not be returned for analysis.

Manufacturer narrative:
This lead will not be returned; therefore, technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how it may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.